Event description:
The heater wire of the dual heated allegiance breathing circuit (#7100-4s2) had melted through the wall of the inspiratory limb. A single limb allegiance electrical adaptor (#0060-20) had been used with the circuit. This led to the inspiratory heater wire overheating. There were no injuries to the neonatal pt. Inservice training of the staff as to the proper set-up of the equipment has been agreed to.